Event description:
Product complaint report was taken over the phone on 9/23/98. The sales rep stated that during the procedure, the dr noticed "green plastic like" material dislodged and still in pt, in subcutaneous tissue. He was not sure of the size of the part. Attempts were made to contact dr's office, which were unsuccessful. Last attempt on 10/21/98 revealed that the initial reporter was out ill. F/u with initial reporter will be attempted and documented for supplemental medwatch report.